Manufacturer narrative:
Return requested. Replacement radiolucent frame mount arm shipped to site 04/21/2016. Medtronic investigation of returned suspect radiolucent frame mount arm finds that, as reported, the threads at the base of the arm have been cross threaded. Screw cross-threaded - mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the navigation system air frame arm was stripped and they had hard time getting the frame on it. They successfully got the arm on the screw and proceeded with the surgery. Delay in therapy was less than one hour. There was no impact on patient outcome.